Event description:
Upon interrogation of this pacemaker on (B)(6) 2013, a message showing mode switch from aai to ddd was displayed, as reported. Only lead impedance measurement was performed. Pacing mode was then re-programmed to safer/ddir (rate response mv+g), and review of the implant memories (aida) revealed that an episode related to mode switch aai to ddd had been recorded at 14l14 due to the pause criterion. Reportedly, this episode was due to oversensing (at 8hz) in the atrial channel, and caused rate decrease. Preliminary analysis of the programmer files revealed that the oversensing episode recorded was related to the pacemaker hardware specifications leading to a transient phenomenon which can only occur upon activation of the rate response feature (with mv sensor). Normal behaviour of the sys was observed.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.